Event description:
It was reported that the device locked up. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported event could not be determined.